Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following pegj placement, it was reported that the patient contracted a lung infection which caused pneumonia. It was reported that the patient remained hospitalized. There was no allegations towards the tubing, no further information on diagnosis, and treatment provided. Out of abundance of precaution and given the date of procedure, abbvie is reporting this event conservatively.

Manufacturer narrative:
Reference number: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.